Manufacturer narrative:
(B)(4). Batch # n53c1z. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please explain how the device failed. Additionally, please see the questions below: what degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device staple? Was the staple line fully circumferential around the target tissue? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Was the safety reset before removal attempted? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? How was it confirmed that the anvil was free from the tissue prior to removing? Who fired the device? Who removed the device? What was the users experience with the device? The analysis results found that the pph03 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that an incident report indicated that during a hemorrhoidectomy procedure, "the device failed on the patient while the patient was under anesthesia. There was no injury to the patient." It is unknown how the procedure was completed. There was no injury to the patient reported.